Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes there was a difference in d-dimer results between tubes. The following information was provided by the initial reporter: testing was held up by covid. Looked at routine tests and thrombophilia ,they realise sample size was so small so statistical significance would get flagged at slightest. Ddimer most significant and they realise these can be variable. Using top550 analyser. Lot numbers supplied which are all the new stopper customer hasn't yet detailed exact lot number tested against but began testing first week december when these would be in circulation throughout the trust.

Manufacturer narrative:
H6: investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd vacutainer¿ 9nc 0.109m plus blood collection tubes there was a difference in d-dimer results between tubes. The following information was provided by the initial reporter: testing was held up by covid. Looked at routine tests and thrombophilia, they realise sample size was so small so statistical significance would get flagged at slightest. Ddimer most significant and they realise these can be variable. Using top550 analyser. Lot numbers supplied which are all the new stopper customer hasn't yet detailed exact lot number tested against but began testing first week december when these would be in circulation throughout the trust.